Event description:
It was reported that the procedure was to treat a lesion in the posterior tibial artery with 90% stenosis and mild calcification. The 3.0x80mm armada 14 balloon dilatation catheter (bdc) had no resistance during advancement but ruptured below the rated burst pressure (rbp) at 6 atmospheres (atms) during the first inflation. There was no adverse patient effect. Although there was some delay in surgery time, there was no harm to the patient; therefore the delay is not considered clinically significant. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. However, balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, and interactions with other devices or lesion calcification. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, and interactions with other devices or lesion calcification. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the mildly calcified and 90% stenosed lesion such that the balloon became damaged and subsequently ruptured during inflation. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.d9 - device available for eval updated from 'no' to 'yes' h3 - device returned to manufacturer? Updated from 'no' to 'yes' h6 - component code 4755 was removed and replaced with code 419; type of investigation code 4114 was removed and replaced with code 10; investigation conclusions code 67 was removed and replaced with code 4307. H10: addtl mfg narrative ¿ updated.